Event description:
It was reported that during a lap anterior resection, lcsc5ha would not function. Instrument failure, error code 5, indicated on generator. Re-checked error code, again instrument failure. Could not progress with case laparoscopically and case was converted to open.